Manufacturer narrative:
Device evaluation: analysis of the returned device identified: flat creases and an opening on the anterior. A leak test and microscopic analysis were performed which identified: a striated opening on the valve bond edge, non-penetrating nicks and an observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on the anterior (valve bond edge) due to surgical damage consistent in the use of some surgical tool and a striated nick due to surgical tool scratch like. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.